Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. A 3.00x16mm synergy drug-eluring stent was selected for use. However, the stent strut was bent during preparation. The procedure was completed with another 3.00x16mm synergy stent. No patient complications were reported.